Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep) on (B)(6) 2017. The rep reported that the patient¿s stimulator was taking longer to charge and draining quickly. The rep reported that the patient¿s stimulation was turning off for no reason and would suddenly turn up on her. The rep reported that there were no known factors that could had contributed to this issue. The rep reported that they planned to meet with the patient on (B)(6) 2017 to troubleshoot. Additional information was received from the rep on 2017-05-02. The rep reported that the patient was able to get 8 coupling bars and the patient needed reeducation for maintaining coupling bars. The rep reported that all charging times looked normal. The rep reported that the patient was doing fine at the time of the report. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient programmer does not sync with the ins. The caller stated that the patient called previously. The caller stated that the patient called and they got the ins to charge and turn on, but stimulation will turn back off. Since the previous call in december they have had this issue of the ins turning off since. This issue has been occurring since the first part of 2017. The patient stated that they can finally get the programmer to sync and turn on the ins, but stimulation does not stay on for more than an hour or so. The last 3 weeks the patient has been trying to sync with the programmer, but nothing occurs. The caller said that it showed the 'charge your ins screen'. It was reviewed that the patient will need to charge the ins and then turn the device back on. The programmer will connect. The patient then connected the recharger and the battery was flashing meaning the ins was between 0 and 25%. It was reviewed the charge is low and therefore it will not allow the patient to turn on. The patient stated that they charged the ins the previous day and it is not holding a charge. The caller stated that the battery charge level was full and the patient still could not turn the ins on. The patient programmer would not sync and was giving some funny screens, the caller could not recall what screens. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The consumer reported that they were having the neurostimulator (ins) replaced on (B)(6) 2018 because the ins wouldn¿t turn on since 2017. The consumer reported that the patient couldn¿t get the ins to charge since 2017. The consumer also reported that ¿stimulation would kick on by itself and turn off by itself.¿ the consumer reported that the ins would change settings by itself. There were no falls or traumas reported. No further complications were reported.